Event description:
Plate bent post-operatively in pt. Implanted about 2 weeks before. Revision surgery on (B)(6) 2012 to replace with a linger plate.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.